Event description:
It was reported that during a lap gyn procedure, the rubber sseal diaphragm fell off into patient. Part retrieved with grasper. Case completed with another trocar. No patient consequence. No return device.